Event description:
Info received indicates the mitral valve was replaced due to severe mitral regurgitation, due to a cuspal tear. The leaflet appears torn very close to the commissural post in the base of the cusp. It was noted that the valve functioned well for first several years. Pt began having problems after a motor vehicle accident.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: a gross visual analysis shows the mitral regurgitation was due to a tear in the right cusp. The tear may be due to wear against the base stitching suture. A small abrasion was seen on the right cusp lunula and free margin due to contact with the bias cloth. Pannus remains attached to the inflow and outflow of the sewing ring and right and non-coronary cusp outflow rails. Radiography shows a trace of mineralization in the right non-coronary commissure. Conclusion: reduced device performance occurred and was related to the event. However, we are unable to determine the exact cause of the cuspal tear.